Event description:
Boston scientific crm received information that a patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) underwent radiation therapy. The device function was noted to have been affected, resulting in the device needing to be replaced. The model/serial was not available for the patient. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
There is no additional information available. If further information becomes available this event will be reopened.